Manufacturer narrative:
This report is submitted on may 22, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode and subsequently was placed under general anesthesia on (B)(6) 2024, in order to repostion the device.